Event description:
It was reported the device has a cracked display and possible fluid ingression. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found fluid ingress in the battery compartment. Analysis also confirmed the initial report, the liquid crystal display (lcd) lens was broken, the battery flex, battery contacts, battery release and battery release spring were covered in rust, also the device would not power up for incoming test due to corrosion on the battery flex. It was also noted that the upper and lower case halves were broken and contaminated, both bails were bent and the battery drawer was contaminated.